Manufacturer narrative:
Supply chain. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the customer was experiencing issues over the past year with the IV tubing when administering tpn, hal, and lipids. The sets were occluding, disconnecting, and/or leaking from the filter. These issues have increased in the past month. There was no patient harm. Although requested, there was no further information or details given for this event.